Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap was sticking out. The customer¿s blood glucose level was 144 mg/dl at the time of the incident. It was reported that there was a crack in the case and on drive support cap. The drive support cap was sticking out. The customer did not press the cap while connected. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, stained end cap sticker, end cap broken off and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. Unable to perform the displacement test due to end cap broken off.